Manufacturer narrative:
Additional narrative: correction data: the UDI number was reported as (B)(4) in the initial medwatch incorrectly, the correct UDI number is UDI: (B)(4). Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise when running without an attachment, the unit would not run when using the attachment, and the triggers were sticking. It was also observed that an unknown substance was found inside the unit, the bearings were corroded, seized, the selector switch's magnet came off, the trigger' stop ring was worn and the electric motor was making an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal wear from use and servicing over time, and improper cleaning practices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, while performing an osteotomy, it was observed that the small battery drive device blade seemed to get pinched between bone and stopped working. It was further reported that the device made an abnormal sound while in use with a bladed attachment device. The reporter stated that if the device was not being used under load (i.e there is no pressure on either side of the blade), the device worked fine. There were no delays to the surgical procedure. A spare device was used to complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.